Event description:
According to the reporter, the device fails the user test and displays the message "abnormal shock". Customer wants troubleshooting assistance and parts information to repair device.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts information for repair.